Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the device revealed the power inlet socket on the chassis for the ac power charger was broken. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. There was no patient harm or a serious injury reported as a result of this incident.